Manufacturer narrative:
Lead model 3093-33 lot #v718229 implanted: (B)(6) 2011 explanted: na; programmer model 3037 serial #(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. There was no known accident or incident related to this event. The symptoms occurred "out of the blue". It was later reported that the patient was looking for a doctor. It was reported that the device "keeps stopping" and the patient has to go to the doctor to get it "recharged". It was reported that this had happened three times.